Event description:
Doctor introduced retractor; whenever he placed it under the liver and tilted it, the ball joint became disengaged from the shaft. Or staff disassembled and reassembled, it and checked functionality and doctor tried again, but ball joint disengaged when instrument was repositioned while holding liver. Dr switched to gyne probe w/foley and completed procedure. The difficulties with the retractor added an hour and a half to the procedure. At conclusion of the procedure, dr found that the liver had been nicked; the nick was maybe half the size of a dime. Hosp had no idea what caused the nick, the use of the retractor or the probe; no medical attention was needed.